Event description:
Photos provided by the customer indicate that the blister packs are empty and there is no issue with the seal.

Manufacturer narrative:
(B)(4) - follow up MDR for corrections. Following the submission of the initial MDR, it was determined that the incorrect failure was reported. Based on photos from the customer, they received sealed blister packs without product inside. This is not reportable to the FDA as this failure is unlikely to cause or contribute to serious injury or death.

Manufacturer narrative:
(B)(4).: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text: see h10 manufacture narrative.

Event description:
Material#: 302830 batch number#: 3352819 it was reported by customer that 9ea within the case came in without the syringe completely sealed. Verbatim#: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: 302830 quantity affected: 9 ea serial/lot number: (B)(6). Po : (B)(4) are any samples available for return? Yes. Reported issue: 9ea within the case came in without the syringe competely sealed. Customer disposition request: return.